Event description:
It was reported that a power-on-reset (por) message with an error code of 0400 was observed on the clinician programmer unit when the patient¿s implantable neurostimulator (ins) was interrogated. It was noted that the patient had been near a radiation machine. The patient did not notice a por in the past and did not have a loss of stimulation during the event. The por was successfully cleared and there was no change in the patient¿s therapy. The patient was reported as doing well. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. Product ID: 37092, lot# 263630002, implanted: (B)(6) 2011, product type: accessory. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).